Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. This was alleged by the physician. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of premature discharge of battery, and low impedance were not confirmed. The device was at elective replacement indicator (eri) level and programmed to high settings upon receipt. Visual inspection of the header did not find any contamination or foreign material that could contribute to the reported event. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitude measured normal current level, and no indication of premature depletion detected. Additionally, device evaluation at various impedance level indicated normal impedance measurements. Longevity assessment was performed and the device exceeded projected longevity indicating normal battery depletion. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.